Event description:
The customer called to report that they were hospitalized for dka and was treated with an insulin drip. It was indicated that the customer had the flu and was experiencing hbgs prior to hospitalization. The customer's md stated that some boluses were missing from the bolus history. It was verified that the pump had the correct settings. However, the md wants the customer's pump to be replaced. The customer will be on manual injections until the replacement pump arrives.